Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon overnight and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget in one piece and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
H10 device evaluation: a visual inspection of three companion samples did not observe any product defects or abnormalities. D9: device availability. G3: date received by manufacturer. G6: follow-up 1. H2: follow-up type. H3: device evaluated by manufacturer. H6: type of investigation.